Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2008 (reportedly). Upon scheduled follow-up performed on (B) (6) 2009, abnormal continuity measurements were obtained on the right ventricular defibrillation coil. A re-intervention for a revision of the system was recommended, since a lead connection issue was suspected. A re-intervention was performed on (B) (6) 2009. A lead connection issue was confirmed. During this re-intervention, the lead was properly re-connected to the ICD, solving the issue, as reported.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), (B) (4) (formerly ela medical) is filing this MDR at this time. (B) (4). Conclusion: the reported behaviour was due to an incorrect / loose connection between the df-1 (rv) pin of the lead and the ICD. Re-intervention was successful and restored proper operation of the system.